Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to routine clinic visit. Atrial lead noise was observed in episodes and reproducible in clinic. Amplitude of noise exceeded p-wave measurements. Lead left programmed as is. Episodes of noise were caught as automatic mode switch (ams) episodes. Lead revision was not planned. No patient consequences reported.